Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant patient was getting no benefit. Patient rep states (B)(6) 2018 patient had CT scan and it was found leads were not implanted properly. Caller also states after implant patient was like a vegetable, barely able to move and it was found patient had 1 or 2 mini strokes. Caller states this was temporary condition and patient got better but parkinsons disease has advanced. Caller states this all happened a long time ago.